Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free and missing. The root cause for the damaged receptacle was physical abuse. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a german patient's monitor case was damaged.